Event description:
The customer reported that an 840 ventilator was inoperable. Device was not being used on a pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the flow sensor, proportional solenoid (psol) valve, and the safety valve. Device passed all tests.

Manufacturer narrative:
(B)(4).